Manufacturer narrative:
Retainer ring: clear. Unit received with a blank display. During visual inspection and found moisture damage on the electronics, motor, battery tube, battery connector and keypad flex tail. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the electronic boards and powered the pump on using the battery simulator and still blank display. The original pcb 1 was removed and installed in a test pcb 2, test case, internal battery and motor. Powered the pump on using the battery simulator and the unit was blank display noted. The original pcb 2 was removed and installed in a test pcb 1, test case, internal battery and motor. Powered the pump on using the battery simulator and the unit was blank display noted. In conclusion, the unit with a blank display suspected to moisture damage on the pcba1 and pcb 2. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit had missing display window cover, cracked battery tube threads, cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment and was exposed with water. The customer stated that the insulin pump was vibrating. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.